Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received lost sensor alarm. Customer's blood glucose was 180 mg/dl. Customer reported that insulin pump was not communicating with transmitter. When customer removed sensor, it was found that cannula was missing. Customer was advised to seek medical attention to assure that sensor was not still in the body. Sensor would be replaced.